Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a full breach, outer insulation degradation at 4.6 cm from the connector pin, exposing the outer coil.

Event description:
This report is to advise of an event observed during analysis.